Event description:
It was reported that the pump requested a minimum of 50 units multiple times during the load process. In addition, the customer's fill estimate was inaccurate after loading a cartridge with water. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.